Manufacturer narrative:
This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the endotool software program did not alarm when a blood glucose measurement was due. The endotool v7.2.1800.3 was being used to manage the pt's blood glucose level. No specific parameters were provided. After an unspecified length of time in use, the nurse noted that the blood glucose measurement was due; however, the software did not sound an audible alert. No medical interventions were provided. Although there was potential for serious injury there was no reported adverse pt effect or delay in therapy critical for the pt. Though requested, no add'l info was provided.